Manufacturer narrative:
The device was returned to the service center for evaluation. A borescope was used to inspect the forceps passage and scrapes were noted in the channel. The plastic scope cover was found to be cracked. The bending section rubber glue was also noted to be cracked on the cover and insertion tube. Buckles were noted on the bending section and insertion tube. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing fila mentous material/channel shredding found in the insertion tube when infection control performed a borescope examination. The user was unable to dislodged with brushes. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established for the reported event. However, the presumed cause of this phenomenon was concluded to be the user handling of the device being not within the recommended specifications of the instructions for use, causing the user to "shave" the inner wall of the biopsy channel. From this presumed event, foreign material would have then adhered to the shaved area - this material could not then be removed by the correct processing of the device, and therefore remained. The following statement is included in the instruction for use and cautions about use of endo therapy accessory: "when inserting or withdrawing an endo therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo therapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." Olympus will continue to monitor field performance for this device.